Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range shock impedances on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the device's memory and suspects either lead tip calcification or changes in patient condition as root cause. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed. The crt-d was explanted and replaced due to elective replacement indicator (eri) while the rv lead remains in service. Defibrillation threshold (dft) testing was performed and all measurements were within normal limits. There was evidence of calcification in the device pocket which may have contributed to the high impedance measurements.